Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial fields (b5 and d9), and to provide an update to fields (h3 and h4). The device was evaluated by olympus, and it was confirmed that the image was intermittent due to defective printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to defective printed circuit board. However, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that normal bronchoscopy was completed on time, but complications arose during withdrawal.

Event description:
It was reported that during endobronchial ultrasound procedure the video system center displayed no image issue. The procedure was postponed for next day as the other device at the facility was engaged in another procedure. The procedure was able to be completed next day without any impact to the patient. Reportedly the patient was on general anesthesia at the time of device malfunction, however no emergent or urgent conditions were reported. The patient is reportedly doing fine (pre-existing conditions of cough and fever). No complications or adverse events were reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.